Event description:
Account reports getting discrepant creatinine results for approximately 50 patients samples, starting two weeks ago. Only one patient sample was provided. Initial result gave 10.4 mg/dl; repeat gave 4.2 mg/dl. No adverse events reported in association with the incorrect result. The field service representative determined there was a problem with the degasser and replaced the degasser. Performance tests were performed.